Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the summit universal broach handle was not closing. At the time of milling, the device which was loosened lost its contact area and left the sterilized field getting contaminated because it fell down on the floor. This caused a great loss in the surgery, because it was necessary to use a pressure pliers and a gouge, to remove the ¿milling cutter¿ that was in the femur.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.